Event description:
It was reported to boston scientific corporation, that during a ureteroscopy, a uromax ultra dilatation balloon was used to dilate the ureter. During inflation, the balloon burst at 2atm, inside the patient. It is unknown if the procedure was completed. There were no patient complications and the patient condition was reported as "ok".

Manufacturer narrative:
A visual examination of the returned device revealed a longitudinal tear extending distally, for approximately 35mm, from the distal edge of the proximal sleeve bond area.the device history record review confirms that this device met all material, assembly, and performance specifications.